Event description:
It was noted that it is possible for the connector to become separated from the airway tube, when the user disconnects the lma from the anesthesia circuit. If the connector separates from the airway tube, and is then replaced, it is theoretically possible that the device's serial number label that is located on the connector could be dislodged and become loose in the airway. Though this has not been observed during use, it is the rptr's opinion that the label should be moved or eliminated to prevent this possibility.